Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 151302000, work order 8710874 was manufactured on 16-jan-2018. 10 parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. There were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for persisting pain. Event is not serious and is considered moderate. Event is probably related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2019. Date of event (onset): (B)(6) 2020. (Left knee) treatment: injected and oral medications (unspecified), physical therapy